Event description:
Ous MDR - after an implantation time of about 7 months, unipolar pacing impedances >2500 ohm were reported since (B)(6) 2015. In addition, the device showed an error message regarding the lead function. During manual impedance measurements, the impedance, sensing, and pacing threshold values, as well as the iegm, remained, however, always unremarkable, the same was true for a provocation test. During the pm follow-up on (B)(6) 2016, the pacemaker showed normal, automatically measured impedance values after interrogation. The device was left inside the patient at this time. No deterioration of the patient's state of health was reported.

Manufacturer narrative:
The medical product is not available for analysis and could therefore not be examined. The analysis is therefore based on the existing production documents and the returned data. The manufacturing process of this device was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. The returned data were analyzed. All follow-up data stored in the ram memory showed lead impedance values within the normal range. There are no indications of an existing lead defect. Furthermore, the data documented that the error message concerning a unipolar lead defect was indeed present in the enclosed follow-up data since (B)(6) 2015. The line in the lead impedance trend is drawn through at 2500 ohm in this case until the statistics are restarted or the pacemaker is reprogrammed. In the same manner, the error message about the unipolar lead impedance measurement >2500 ohm remains in place. Based on the available data, it is impossible to find out why a faulty lead impedance was determined on (B)(6) 2015. In summary, the cause of the clinical observation could not be determined based on the available information. There is no indication of a material defect or manufacturing error.